Event description:
Caller alleged discrepant inratio2 results compared to the doctor's inratio and the laboratory results. Results as follow: date: (B)(6) 2012, patient's inratio2: 4.1, 3.5, doctor's inratio: 5.1, 7.0, laboratory: 9.0 (venous draw). Time between all test was about one hour. Pt's therapeutic range is 2-3. Pt reported that the physician instructions were to stop taking coumadin in order to decrease inr (based on lab results.) Pt's operational techniques: first drop of blood was not used.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: (4.1, 3.5, 5.1 and 7.0 inr), lab: 9.0, mean: 5.74. Precision test was performed on inratio data (mean = 4.93, sd = 1.53, %cv = 31.12). Since %cv is above 20%, the test failed criteria. The calculated mean is >5.0 and the difference is greater than 2.2, and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 291553. Test results as follows: donor: (B)(6), inratio results: (3.9, 4.0. 3.9), reference: 4.00, bias threshold: (3.00 - 5.00), %cv: 1.47; 203, (2.7, 2.6, 2.6), 2.47, (1.47 - 3.47), 2.19. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot number (B)(4) yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.